Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent.

Event description:
It was reported that the right ventricular (rv) lead has had fluctuating thresholds over the past few years. A revision procedure was done and when the pocket was opened there was a distinct insulation breach observed on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: (B)(4), implantable pulse generator (ipg), 2006-(B)(6), 5524-53 implantable pacing lead 1990-(B)(6), (B)(4).